Event description:
It was reported that insulin has leaked from six different reservoirs, all from the same lot. Advised the mother to return the reservoirs for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.